Event description:
The manufacturer sales representative reported that the device overheated during testing prior to a procedure at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Device disposed of by customer.

Event description:
The manufacturer sales representative reported that the device overheated. There was no patient impact, no medical intervention, and no adverse consequences. Additional information regarding the success of the procedure has been requested from the user facility.